Manufacturer narrative:
Additional information: d4, e1. H10: the device was received on 12/14/2018 for further evaluation. The result of this investigation was that the reported device did not leak and the leaking component was not an ICU medical product. No lot number was available to perform a device history review (DHR).

Manufacturer narrative:
The device has not been received by the manufacturer for further evaluation; as additional information is obtained a supplemental report will be submitted.

Event description:
It was reported that on an unknown date a chemotherapeutic agent leak was noticed during patient use. There was no report of patient harm, medical intervention or delay in critical therapy. No additional information was reported.